Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/17/2016 with the following findings: during testing, the display was dim and discolored. Evidence of moisture was found behind the display. The pump failed a leak test due to a crack in the pump casing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a display issue and a failed leak test. This report is made based on results of investigation completed on 08/17/2016.